Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with an unspecified bd alaris system air bubbles were discovered in line. There was no patient impact. The following information was provided by the initial reporter: customer walked into the room (no alarm going). I noticed the tko was pulling from the primary instead of the full secondary. Secondary tubing was noted to not be dependent - this was fixed. Then, I saw there was many medium to large air bubbles in the line extending from just under the primary chamber all the way to the line. There was also noted an air bubble in the lumen on the cvc. Channel and tubing was removed. Pull back air out of the line. There was no injury to the patient.

Event description:
It was reported that during use with an unspecified bd alaris system air bubbles were discovered in line. There was no patient impact. The following information was provided by the initial reporter: customer walked into the room (no alarm going). I noticed the tko was pulling from the primary instead of the full secondary. Secondary tubing was noted to not be dependent - this was fixed. Then, I saw there was many medium to large air bubbles in the line extending from just under the primary chamber all the way to the line. There was also noted an air bubble in the lumen on the cvc. Channel and tubing was removed. Pull back air out of the line. There was no injury to the patient.

Manufacturer narrative:
No product or photo was returned by the customer. It was reported by customer that customer noticed the tko was pulling from the primary instead of the full secondary, secondary tubing was noted to not be dependent - this was fixed, then, it was found there were many medium to large air bubbles in the line extending from just under the primary chamber all the way to the line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.